Event description:
The service report shows that after performing preventative maintenance the ventilator would not pass the extended self test. The co's customer service engineer (cse) inspected the device and replaced the pressure transducer board and autozero solenoid. The unit passed the performance verification tests and extended self testing. This report is not an admission by co that this device caused or contributed to the event alleged in this report.